Manufacturer narrative:
The field service engineer (fse) spoke with the customer and stated the system did not require service. On (B)(6) 2011 the customer reported the same issue on recur and the system was resumed following the service task. The reoccurrence is documented and reported in med watch #2050012-2011-00318.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the reagent probe was squirting fluid in the unicel dxc 600 pro synchron chemistry analyzer. The customer noticed the fluid leak while performing weekly maintenance on the instrument. No injury or operator exposure was reported for this event.